Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "lumps" and "hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in the lips. Four months later, patient "presented with lip lumps. Hard not tender or hot just lumpy" in top and bottom lips." Patient treated with hyalase x2, 2x courses of prednisolone 30 mg, 5 days of clarithromycin (2x courses). Symptoms are improved, but ongoing.